Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the reported event at this time. (B)(4).

Event description:
It was reported to resmed an astral device displayed an internal battery inoperable error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a supplier manufacturing process issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device displayed an internal battery inoperable error message. There was no patient injury reported as a result of this incident.